Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A data download revealed that a (B)(6) male pt was treated. Zoll customer support contacted the pt for additional info. The pt reported that he was returning home from the store and was treated while trying to get in the door. The pt reported that he attempted to stop the treatment. A review of the event indicates that the pt experienced an inappropriate defibrillation event. Svt at 167 bpm contributed to the false detection. Per the download data, the response buttons were not pressed until after the treatment was delivered. The pt did not seek medical attention and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. Device evaluation summary: device evaluation on monitor sn (B)(4) and belt sn (b)() was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): 12/2013; electrode belt sn (B)(4): 06/2011. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.